Event description:
During a bowel resection procedure, the stapler did not form properly and the knife did not cut. The surgeon used another instrument to complete the procedure. No pt injury reported.